Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported experiencing elevated blood glucose since five days earlier, and she feels horrible. Her highest blood glucose reading was 445 mg/dl. Her normal blood glucose range is 150-230 mg/dl. She stated that she changed her infusion site, infusion tubing, and insulin cartridge several times in the past few days and she had been injecting insulin via syringe to lower her blood glucose. The time and basal rates of the infusion device were confirmed to be accurate as well as the bolus history. There were no insulin leaks in the system and there has been no pooling of insulin at the infusion sites. She stated that there were air bubbles in the infusion tubing yesterday but she was able to prime them out. She was instructed to switch to a new vial of insulin and to change all of her accessories. Upon follow up the following month, the patient stated that once she changed the insulin her blood glucose returned to normal . The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.